Manufacturer narrative:
Concomitant medical products: product ID 97745nt lot#/serial# (B)(6), product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt called back about the same issue saying they can't increase their settings but can charge and turn stim on and off. Redirected to hcp/rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt reports they got the new charger and the battery door doesn't fit properly. Pt states it is hard to get on. Agent reviewed to use the dummy controller cover and patient was able to find this and that fit fine. Pt also reported the new device won't charge and charger not working. Pt reported they cannot change settings and can only turn on/off and charge since the new remote came. Pt did state they paired the new controller, however they cannot recall as they had a bad seizure and ins was beeping inside when they got the controller. Agent advised to do a reset and after reset patient was seeing blinking green light and went to the no device screen and does not connect. Agent had patient try charging again and pt states they just charged two days ago. Agent verified holding the controller correctly. No matter if plugged into the recharger or by itself, only gets no device found. Pt's device is not low at 80% and the controller is 100%. Agent reviewed to contact their healthcare provider (hcp) and manufacturer representative (rep) as the device is in tech mode and they can assist with this. Pt stated the rep was calling during the call, and they will call back.